Event description:
The user facility reported that the involved oxygenator was broken. The event occurred during prime. The event did not result did not result in delay in the beginning or continuing of the surgical procedure. The location of the break was unknown, they only saw a leak during priming. Therefore, the device was changed out. The surgery was completed successfully. The event did not cause or contribute to an injury. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar issue has been reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of the provided image: it was confirmed from the image that water droplets were adhering to the oxygenator. However, it was not possible to identify the leak path. Manufacturing record and the shipping inspection record of the actual sample no anomaly. No other similar issue has been reported. Since the actual sample was not returned, and it was not possible to identify the leak path based on the provided image of the actual sample, unfortunately, the cause of the occurrence in this case could not be clarified. In order to clarify the cause, we would like to ask for your cooperation in obtaining the actual sample. The instructions for use (IFU) (capiox fx25) of ashitaka factory indicates as follows: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir.".